Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3387-40, lot# j0421511v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0421488v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type; extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID; 37761, serial# (B)(4), product type: recharger. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A consumer's family reported that the patient was in the hospital at the time of the report and the reporter believed there was something wrong with the "dbs." The patient was having a "bad night," so the reporter brought him to the hospital. The nurse stated that the implantable neurostimulator (ins) was off and when she used the programmer it would only show "low battery." The doctor turned stimulation back on and the programmer showed the ins was on and the ins battery was low. Ten months later, it was further reported that device was turned itself off in jan. The device kept saying to charge the battery. The device was off for a couple days and the patient could not move and was puddle on the floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient was parkinson's dual.